Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a preface sheath and the sheath could not be flushed during the procedure. The procedure was completed with no patient consequence. The preface device was visually inspected in detail and it was found in normal conditions. Then per the event reported, a functional test was performed. The syringe was connected and it was flushing without difficulty. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the stopcock-luer cap assembly and no anomalies were found. The DHR review was extended to the cap assy sub assembly and no anomalies were found. The customer complaint has not been verified. The root cause of the flushing difficulty could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/19/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufactured date and expiration date have been provided. Manufactured date have been populated. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date and expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a procedure with a preface sheath and the sheath could not be flushed during the procedure. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This issue has been assessed as a reportable malfunction as there is risk to the patient such as thrombus formation.